Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
On (B)(4) 2016 we were notified that the manufacture date was incorrect. It has been updated.

Event description:
Boston scientific received information that this right ventricular lead exhibited loss of capture. Subsequently, lead dislodgement was confirmed thru fluoroscopic imaging. A surgical revision was then performed where this rv lead was explanted and was kept in the hospital per facility's protocol. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.